Event description:
While getting a facial my daughter was offered a "new" treatment for her black/heads on her chin. The treatment burnt all the pores on her chin causing severe pain, scarring and ice pick deep scars. Burned chin scaring pain. "Rnfaces". FDA safety report ID# (B)(4).